Manufacturer narrative:
(B)(6). If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the surgeon was having issues with the preload delivery system when advancing pcb00 intraocular lens (iol) into the patient's eye. Per account, iol advanced forward to the point that the leading haptic was in the eye and lens optic was folded up in the wound. During inspection, the plunger tip/rod was bent, so iol could not advance as far as it would if it was straight. The surgeon pulled the lens out of the wound and there was no injury in the patient's eye. Customer opened a second pcb00 iol and the same issue reoccurred as the plunger was bent also. Customer then used a non-jjsv lens as there were no more pcb00 iol 25.0d on the shelf. Per customer, they felt that there was enough viscoelastic, the plunger advanced forward to both black marks easily and the surgeon got a "click" at the second black mark. And the customer is regular user of iol. It was noted that there was no patient injury and there was no delay in surgery. No additional information provided. This report pertains to iol serial number (B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/18/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The device was prepared as required, the plunger was advanced and locked. There were no assembly issues identified. The device assembly was des-assembled, and no damages were observed. The plunger tip was not observed bent. The intraocular lens was not received. The customer's complaint reported was not confirmed and a product deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.